Manufacturer narrative:
Patient weight: asked but unavailable. Date of event - as the date of endoleak identification is reportedly unknown, but reported as 2018, the date of event has been estimated as (B)(6) 2018. Serial/lot number: attempts were made to obtain the device serial/lot number, and the serial/lot number is unavailable. If implanted, give date: as the date of device implant is reportedly unknown, but reported as 2012, the date of implant has been estimated as (B)(6) 2012. Concomitant medical products and therapy dates: asked but unavailable device manufacture date: as the device serial/lot number is unavailable, the device manufacture date is unknown. Attempts were made to obtain the device serial/lot number, and the serial/lot number was unavailable. No device history record review was able to be completed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On an unknown date in 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in 2018, a distal type I endoleak was observed on the contralateral leg component located in the patient's right leg. The physician decided to monitor the endoleak. On an unknown date, aneurysm enlargement (amount unknown) was observed. On (B)(6) 2020, a reintervention was performed. The patient's right internal iliac artery was coil embolized as planned and two additional contralateral leg components were placed down to the level of the patient's right external iliac artery. The patient tolerated the procedure.